Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Twists observed in the imaging window assembly. The imaging window and the core image were detached and stretched. Broken drive shaft was found within the telescope section of the device. Tip was damaged. Based on the evidence, the as reported code the as reported code device guidewire stuck can be confirmed, since the twist found during the visual test could have contributed to the reporter code.

Event description:
It was reported that guidewire stuck occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. An opticross peripheral was selected for use. During the procedure, the guidewire became stuck and could not be removed from the sheath. The procedure was completed with the original device. There were no patient complications reported.

Event description:
It was reported that guidewire stuck occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery. An opticross peripheral was selected for use. During the procedure, the guidewire became stuck and could not be removed from the sheath. The procedure was completed with the original device. There were no patient complications reported.